Event description:
Fire dept. Responded to a female in cardiac arrest. The first responding bls unit applied a zoll AED pro with CPR-d padz. The patient was successfully defibrillated. When the als unit arrived, the CPR-d padz were switched to the zoll m series monitor/defibrillator. (The m series monitor is equipped with a "claw" adaptor enabling the unit to access and analyze monitoring data.) One defibrillation attempt through the "claw" was unsuccessful. The "claw" was removed and the pads were attached directly to the unit. One defibrillation attempt was unsuccessful. A new pair of CPR-d padz was applied and again defibrillation through the "claw" was unsuccessful. The second set of padz was reconnected to the zoll AED pro and the patient was successfully defibrillated. The patient was not resuscitated and pronounced at the scene.